Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: is there an indication of how the product was distributed? Unknown. Is there any indication of the source? Unknown. Based on the packaging, is there any indication of which market the original genuine product may have come from? Unknown. Are there any photos of the product available? Yes. Is the device available to be returned for evaluation? Two devices (surgicel 1961 with lot pgb7351, surgicel 1961 with lot pke0301) were returned to opco for investigation. It was reported a surgicel 1953 with lot number pab0431 however, the additional event information received indicates two devices (surgicel 1961 with lot pgb7351, surgicel 1961 with lot pke0301) were returned to opco for investigation. Please advise which is the product reported in this event. Actually 1953 product was reported in this event. The other two samples have traceability record. But opco investigated that both has inconsistent package. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary ==> the packaging and labeling have been identified as counterfeit. The construction of device was consistent with surgicel. Surgicel fibrillar 1x2 1961, lot pgb7351, exp 2020-03-31, obtained from blackpeak ¿ (B)(4) packaging is not consistent with surgicel fibrillar packaging. The construction of the device was consistent with surgicel fibrillar. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complaint handling unit received an internal inquiry about suspected product in (B)(4). During global brand protection periodical purchase program. Internal records were checked for product traceability information, but no records were found. The product might be fake.